Event description:
During the evaluation of the trilogy100 at the manufacturer's service center, it was confirmed that the device did not meet criteria of evaluation process for initial power up failure. The device was scrapped.